Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined through this evaluation. Sepsis, infection and hepatic dysfunction are listed in the hm3 IFU as adverse events that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the perforation happened during the implantation. According to the surgeon, the cause was a previous colon operation which resulted in adhesions.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to sepsis, liver dysfunction, and multi organ failure. The death was considered device related because a perforation of the intestine happened during implantation. The device operated as expected. No further information was provided.